Event description:
It was reported that neither a 16f catheter nor a 12f catheter would fit through the 16f guide. The guide was cut to allow the catheter to pass through. Pt was successfully catheterized. It was reported that there was no injury to the pt.